Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. While performing a percutaneous coronary intervention, the 4.0 x 32 liberté stent delivery system failed to cross a placed stent in the middle third of the unspecified target lesion after predilatation and the use of two unspecified 0.014 guides. In the attempt to pogress, the shaft fractured at the beginning of the connection to the valve of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds in two pieces with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection revealed a complete hypotube separation 24cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination revealed that the distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the shaft fractured shortly after the valve connection in "y" used for angioplasty outside the patient but within the same proximity to the connection to the catheter.